Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was exhibiting downstream occlusion, no disposable alarm.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. Customer problem was not duplicated regarding the "dso / no disposable" issue message during the investigation. Downstream occlusion (dso) sensor was replaced due to signs of fluid ingression found on pump by the chassis base of the downstream occlusion sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing.